Event description:
"When the doctor was conducting the abdominal aortic aneurysm procedure, he used floseal and it was not sealing the wound, (still bleeding)."

Manufacturer narrative:
(B)(4). Baxter medical assessment: the only instances in which floseal does not achieve expected hemostasis in the presence of moderate to active bleeding are: low levels of patient fibrinogen (exceptional) or, incorrect product application (user error). Since floseal is an adjunct to hemostasis, that does not replace standard hemostatic techniques, there was apparently no negative safety impact on the patient. In such circumstances alternative hemostatic methods have to be used. This is why we cannot agree that because floseal did not achieve hemostasis the patient sustained "serious consequences." Following questions have to yet be clarified: has the patient experienced a serious injury? Reason for surgery and indication for use of floseal. Volume applied (not size of kits used) and details of the application (has the surgeon waited 30 seconds after swooshing of floseal?); speed of application and approximation, duration of approximation and measures after hemostasis has not been achieved). Details on the bleeding source (what vessel was bleeding and size of vascular lesion). Has floseal been applied on the clamped vessel? Course of surgery and postoperative course. It is unclear if the patient sustained a serious injury. Given the paucity of clinical and application information we cannot exclude an application user error. (B)(4). This is being reported as a conservative measure. A follow-up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Additional information received from reporter: the reporter stated that this was not a complaint, and baxter's information about bleeding post aaa surgery was not correct. She stated that the call was made to baxter to obtain information on what time must elapse after floseal application and when the surgeon could safely return to using the cell saver. Baxter asked her if she had received any information on this, and she said yes. Baxter also took the opportunity to go over her questions again and provide her guidance on appropriate application technique per the instruction for use.. This case will be closed as there is no reported negative patient impact or product problem.